Event description:
Patient went into vtach on the monitor. Code was called. Code cart was brought into the room. After patient was hooked up to the defibrillator and the defibrillator was turned on, the machine would not connect. The screen was blank and did not work (didn't pick up a signal. Only dashes were noted on the screen along with a question mark). Emergent patient care was delayed as someone had to run for another code cart with defibrillator.